Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was implanted on (B)(6) 2021 and had developed right heart failure. During this time, they had severely reduced right ventricular (rv) function, after weaning off a cardiopulmonary bypass. The patient had a temporary right ventricular assist device (rvad) placed and were on inotropes. It was also reported that the patient had an excessively high chest tube output post operatively, so they were brought back in for surgical chest washout.

Manufacturer narrative:
Section b5: duplicate information was previously reported in manufacturer report number 2916596-2021-07834. Manufacturer's investigation conclusion: a specific cause for the reported events (right heart failure, bleeding, and cardiac arrhythmia) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, bleeding, and cardiac arrhythmia as potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on the day of the patient¿s implant, after weaning from cardiopulmonary bypass, the patient experienced severely reduced right ventricular function. A temporary right ventricular assist device was subsequently placed, and the patient was treated with inotropes. Additionally, it was noted that the patient experienced bleeding with excessively high chest tube output post operatively. The patient was taken back to the operating room for chest washout. During the chest washout procedure, it was observed that there was a large amount of blood and clot in the pericardium as well as active bleeding from the aortic anastomosis which was repaired with multiple pledgeted sutures. Following the procedure, the patient experienced iron deficiency anemia and was treated with iron sulfate medication. The patient also experienced atrial and sinus tachycardia in the setting of heart failure medication wean and pulmonary edema. The patient was subsequently treated with anti-arrhythmic medication. The account indicated that the patient did have some right heart failure symptoms prior to implant. There was no indication that a device related issue caused the right heart failure after weaning from cardiopulmonary bypass. The patient was reportedly doing well and was preparing for discharge as of (B)(6) 2022.